Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
He device was returned to a zoll certified service provider for evaluation and the device performed to specification. The device was recertified and returned to the customer. The device passed testing with a new battery installed. The battery used was not returned as part of the evaluation. The customer was advised to replace their battery and confirmed that with the purchase and use of a new battery the device is working as expected. Analysis for reports of this type has not identified an increase in trend.